Event description:
Caller states after inserting a new battery into the aviva meter, he saw smoke. Caller also reported the aviva meter felt hot to the touch. No adverse event reported. Requested return of suspect device, however, caller has discarded the meter; replacement was sent.